Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button on the keypad overlay, cracked case-corner of belt clip rails, stained keypad overlay, broken battery tube threads. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Missing serial number label noted during visual inspection.

Event description:
It was reported that their insulin pump had large cracked along the battery compartment. The customer¿s blood glucose was 4.9 mmol/l at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.